Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and unexpected restart alarm. Customer's blood glucose level was 419 mg/dl. Customer treated their high blood glucose via manual injections. Troubleshooting for the unexpected restart alarm was performed. Customer advised the insulin pump counted down during battery replacement. Customer advised a temporary basal was not programmed prior to the unexpected restart alarm and the alarm occurred during normal use. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.